Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that an anatomical shoulder reverse, trial humeral cup, 0, retro was used in a surgery on an unknown date. It was also reported: "case was for a revision shoulder. The trial is old and has been in the account a long time. On reducing the shoulder the stem of the trial snapped off. Broken pieces were retrieved and kept for analysis."

Manufacturer narrative:
The result of the evaluation has been made available. Event description: it was reported that the trial was old and had been in the account a long time. On reducing the shoulder the stem of the trial snapped off. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Possible root causes: -instrument,breaks, deforms,diverge, or parts remain in wound. Due to inadequate design for intended performance => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. -instrument,breaks, deforms,diverge, or parts remain in wound. Due to mechanical properties of material insufficient => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - fracture of instrument due to aging of material due to cleaning and sterilization => possible: since it is stated that the trial is old and has been in the account a long time. - instrument breaks, deforms or inadequate function. Due to excessive deterioration of instruments during long term use => possible: since it is stated that the trial is old and has been in the account a long time. - device breaks or deforms during surgery, particles remain in wound or affect usability. Due to impaction /torque force on instrument during operation => possible: cannot be excluded with the given information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with implantation technique => possible: cannot be excluded with the given information. - instrument breaks or deforms due to damage of instrument through incorrect use (e.g. Breakage, etc.) => possible: cannot be excluded with the given information. -instrument breaks or deforms due to off-label use => possible: cannot be excluded with the given information. Neither operative notes, office visit notes, nor devices or photos of the device/surgery were received; therefore the condition of the component is unknown, as well as patient factors that may affect the performance of the components such as bone quality. In conclusion, due to significant lack of information the complaint cannot be confirmed. However, it is stated in the reported event that the trial was old and had been in the account a long time. Therefore, an excessive use of the instrument is possible. In conclusion, due to significant lack of information the complaint cannot be confirmed. Zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on october 19, 2016. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that an anatomical shoulder reverse, trial humeral cup, 0, retro was used in a surgery on (B)(6) 2016. It was also reported "case was for a revision shoulder. The trial is old and has been in the account a long time. On reducing the shoulder the stem of the trial snapped off. Broken pieces were retrieved and kept for analysis." It was additionally reported that the broken device was in contact with the patient but there were no pieces remaining in the patient. The surgery was completed with 4 minutes delay.